Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. A titan pump was received for evaluation. Examination and testing of the returned component revealed a separation in the pump body under the bulb area. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Based on examination of the returned component, it was concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress was most likely exerted on the pump body to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, in (B)(6) 2019 it was observed that the device was not inflating. The pump was exchanged. A leak was found at the top of the pump.